Manufacturer narrative:
Interrogation of the device revealed the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. No anomalies were found.

Event description:
It was reported that the patient presented in clinic due to bacteremia from their implantable cardioverter defibrillator (ICD), right ventricular (rv) lead, and left ventricular (lv) lead. The ICD, rv, and lv leads were explanted and replaced. Patient's condition was unknown.